Manufacturer narrative:
Box b: correction to event date.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6).

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that the monitor does not alarm for short ventricular tachycardia (vtach). The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote support engineer (rse) reviewed available logs/patient strips. The rse can confirm that no alarm was triggered for either vt (ventricular tachycardia) or short vt. When analyzing the rhythm, it appeared that the monitor registers it as a pacemaker rhythm, which is indicated by the ¿p¿ above the qrs complexes. For a vt alarm to be activated, the heart rate must exceed 100 beats per minute and contain more than 8 consecutive ventricular extrasystoles (ves). When the rhythm is p, it will not alarm for vt. Since the monitor interprets the rhythm as pacemaker-driven, the rse suspected that this may be the reason why no vt alarm was generated. Based on the information available and the testing conducted, the cause of the reported problem was the monitor registering the rhythm as a pacemaker rhythm. The reported problem was confirmed. The engineer provided their analysis findings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.